Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number for this file is (B)(4).

Event description:
The following was reported: "during rasping of the femur with the use of the pneumatic hammer a cloud of dust is exposed which looks to be originated from the connection between the pneumatic hammer and the rasp handle. The residue has been collected for investigation. It is suspected that this is metal material." At the time of this report, it is not clear whether the dust has been in contact with the patient.